Event description:
It was reported that the customer was unable to remove the battery cap. The customer's blood glucose was 538 mg/dl. The customer had not treated the high blood glucose yet but stated that he would treat himself with a manual injection. Troubleshooting was done. The customer stated that he was able to remove the battery cap. Advised customer to monitor the insulin pump. Advised that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.